Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, and displacement tests. No signal too low, unexpected restart error, or displayable history failure alarms were noted during testing; however, displayable history failure alarms were found in the alarm history file due to a corrupted history file. The insulin pump errored "the device returned invalid entries; all data read will be discarded" during upload to carelink pro software due to the corrupted history file. No cosmetic damage was noted during physical inspection.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 538 mg/dl. The customer was taking a steroid that might have contributed to the high blood glucose. The customer felt sick and was treated with an insulin drip. The patient's blood glucose decreased to 290 mg/dl. The insulin pump's alarm history was reviewed and there was an instance of a signal too low alarm and three displayable history failures. The device was able to rewind. A normal bolus was performed and the bolus was properly recorded in the bolus history. A temp basal was not programmed before the alarms occurred. However, the insulin pump alarmed due to an invalid entries error. The insulin pump was returned and replaced.